Manufacturer narrative:
Product event summary: analysis was able to confirm that the lower screen on the external pulse generator (epg) display did not display properly. Analysis also noted that one hook cover was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no down screen on the external pulse generator (epg) display. The epg was returned for service. There was no patient involvement.